Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and passed self test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was fluid in the insulin pump¿s battery compartment. The battery cap was okay. They air dried the battery compartment. They inserted a new battery but the display did not reappear. They were unable to perform the self-test. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.